Event description:
It was reported that an ilet pump¿s display screen cracked while the device was in the user¿s pocket, after which the user could not unlock the device but continued limited use and was advised to transition to backup therapy; blood glucose control was reported as unaffected, and the device was able to respond to cgm readings despite the crack. Symptoms included no reported clinical effects. Outcomes included a device replacement and instructions provided for device shutdown and data sync prior to return. Investigation included review of user report, verification of shipping and return logistics, and counseling on cgm use with the dexcom app or receiver. Investigation of this device revealed a damaged screen/display component consistent with physical damage to the device exterior and impaired user interface functionality, with no indication of software or insulin delivery malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.